Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the c6360, spectrum ii suture hook, 45° right device was being used during a shoulder rotator cuff procedure on (B)(6) 2024, and "during the operation, while the surgeon was using the instrument, the hook got broken from the hook side broken piece has been retrieved from patient with no harm.". The procedure was completed with a delay of 10-15 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The c6362, spectrum ii suture hook, 60° right will be listed as a concomitant device.

Event description:
A distributor reported on behalf of a customer that the c6360, spectrum ii suture hook, 45° right device was being used during a shoulder rotator cuff procedure on (B)(6) 2024, and "during the operation, while the surgeon was using the instrument, the hook got broken from the hook side broken piece has been retrieved from patient with no harm.". The procedure was completed with a delay of 10-15 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The c6362, spectrum ii suture hook, 60° right will be listed as a concomitant device.

Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Additionally, the IFU advises the user to not exceed five (5) procedures per limited reuse suture hook. Do not use disposable suture hook for more than one (1) procedure. We will continue to monitor for trends through the complaint system to assure patient safety.